Event description:
It was reported that the patient suffered serious personal injuries following the failure of two spinal stimulators.

Manufacturer narrative:
Product ID 37713, product type implantable neurostimulator. (B)(4).